Event description:
Caller reported discrepant results between inratio and lab: inratio: 5.6; lab: 3.9. Inratio: 5.3, lab: 3.5. Inratio: 5.1, lab: 3.3. Pt used 2 different lots of strips; no new medication and no changes to coumadin dosing because they used the lab result. Meter was taken to the lab and tests were performed right after another.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Meter and strips were returned to biosite on 08/11/2009. The meter was tested and passed all testing criteria. Further testing is not required at this time. This failure mode will continue to be monitored to determine if further corrective action is warranted. No corrective action required at this time as no product deficiency was established.